Event description:
It was reported during a laparoscopic sleeve procedure, the device was difficult to close then would not re-open. Another device was used to complete the procedure. There was no patient involvement as this was the first firing outside the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.